Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Manufacturer narrative:
At this time, this device is undergoing detailed analysis. When analysis is complete, this report will be updated.

Event description:
Boston scientific received information that during a revision procedure for the competitor right atrial (ra) lead, the physician had difficulty unscrewing the ra ring screw. The physician was able to remove the lead from the device header. The device was explanted and replaced, and returned to boston scientific. No adverse patient effects were reported.